Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. Hardware low level failure alarmed during self test and was confirmed in the formatted history file due to cold solder joint at u1 keypad assembly. The insulin pump was received with broken battery tube threads and cracked case (battery tube). Also found moisture damage on the electronic assembly during visual inspection.

Event description:
The customer reported via phone call that insulin pump alarmed low battery. The customer¿s blood glucose was 107 mg/dl. The customer stated that whenever she insert new battery she was getting pump alarm, insert battery. The customer thought something is not working properly. The customer refused to discontinue the use of insulin pump. The insulin pump will be returned for analysis.